Event description:
It was reported the patient experienced ineffective stimulation with one of the implanted leads. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000077777.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.